Manufacturer narrative:
Product analysis:visual review confirms rod breakage, with multiple fractures and cracks. Fracture surface analysis identified brittle fractures consistent with overload. The extent and of the crack and fractures suggest possible significant load seen in vivo. Dimensional examination of the rod found the implant to be within print specification regarding rod diameter and width. After visual, microscopic and dimensional examination, the above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, peek rod broke into multiple pieces. The product came in contact with the patient. The fragments of the product did not remain inside the patient. No patient complications were reported as a result of this event. The patient got the rod implanted (some month ago ¿ not specific date available). The surgeon decided to replace the construct based on clinical evaluation. During the revision they noticed that the rod had been split into 6 pieces (what they had expected from clinical evaluation was that the rod had been broken; but not in those many pieces). They think it had nothing to do with the intervention and perioperative period. The medical team thought it had something to do with an impact like falling or a strong external force.